Event description:
It was reported that during percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad). The 2.0x20mm apex monorail balloon was advanced to the target lesion and was inflated to 12atms on the first and second inflations. The balloon was inflated a third time to 12 atms and ruptured after 3-4 seconds. The device was successfully removed from the patient and the procedure was completed with a 2.25x20mm non bsc device. No patient complications were reported with the patient's current condition listed as "good". This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complaint device was not returned, therefore product analysis was not possible. Without a returned device, it was not possible to confirm the reported event, and inspect the device for possible root causes. The manufacturing records were reviewed, and no issues or discrepancies occurred during production of this batch that could have contributed to the reported event. This records review indicates that the device met specifications. The most probable root cause of this complaint can be attributed to operational context.